Event description:
The event was reported by the marketing manager. One device and six reloads were used for a laparoscopic vertical banded gastroplasty procedure. Two days post-op, the surgeon had to re-operate the patient as the staple lines didn't hold and the staple line opened at some parts.